Manufacturer narrative:
Device evaluation summary: the customer replaced the breath delivery (bd) printed circuit board (pcb). A service engineer (se) updated the software on the installed bd pcb and ran testing. The unit passed testing and operated within the manufacturing specifications. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator had an unknown issue. The ventilator was believed to have stopped delivering breaths at the time of the event. The patient was transferred to an alternate ventilator and was not harmed or injured as a result of the reported event.